Event description:
This has happened too many times before to say the product is reliable. Still doing finger pricks to see if the sensors are accurate. G7 sensor read 53mg/dl and finger prick was at 111 mg/dl. Did celebration with the unit and it shot up to 145mg/dl to 157mg/dl. Last unit no communications to software. I would not use this dexxcom for pumping insulin nor making a decision to take or react to the numbers.